Event description:
It was reported during a convective radiofrequency water vapor thermal therapy procedure, when wanted to refill the syringe with water, the tubing broke and a piece remained in the syringe. A second device was necessary to be used to complete the procedure. The patients outcome was not provided. The event resulted in a prolonged procedure duration.